Manufacturer narrative:
(B)(4). Although requested, the patient demographic information was not provided. It's also unknown what type of infection the patient had. All devices were removed successfully. The implantable pulse generator (ipg) and leads were returned for analysis. There were no allegations regarding the functionality of the ipg or the leads. The ipg passed functional testing and performed properly. Visual inspection observed no damage or anomalies with the received ipg. No functional testing can be performed with leads. They were cut into two segments during the explant. Visual inspection revealed no other damage or anomalies on the leads. The device history record was reviewed, including the sterilization process. No relevant nonconformances were found to be associated with the infection.

Event description:
It was reported that the patient was admitted to the hospital due to an acute infection. The patient received intravenous antibiotics. The device was explanted without complications. There was no report of patient harm or injury. It is unknown where the infection originated or what type of infection it is.

Event description:
It was reported that the patient was admitted to the hospital due to an acute infection. The patient received intravenous antibiotics. The device was explanted without complications. There was no report of patient harm or injury. It is unknown where the infection originated or what type of infection it is. Additional information has been requested.

Manufacturer narrative:
Mml#: (B)(4).